Event description:
During a tah procedure the surgeon sealed a vessel on the right then cut. The sealed vessel opened and bleeding occurred. Surgeon used sutures to effect a seal. On the next vessel, the surgeon did a side by side coagulation of the round ligament. During the second coagulation of the ligament, the vessel was cut through and began to bleed. Surgeon used sutures to effect a seal. No pt harm was reported.